Event description:
(B)(6) reported the screws loosened and the plate separated from the right side of the sternum. The patient's sternum was broken and separated.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility reported that the complaint item was discarded during the revision surgery and therefore not available for review by the manufacturer. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event, however based on the information received the most likely cause of the screws loosening is due to the patient having "weak bone". If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.